Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during setup for surgery, the system shut down on its own in standby. The system was rebooted, however, an alternate system was used to proceed with surgery. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported event was replicated. System message (sm) codes were seen in the event log. The power control card and battery were replaced as a preventive measure. The system was tested and found to meet product specifications. The system was manufactured on june 1, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming power distribution card. (B)(4).